Event description:
The pt reported ipg pocket heating since she was implanted. Also reported was pain and/or shocking at the ipg site. The sjm representative reprogrammed the pt, and it was reported to resolve the issue. The pt provided further explanation regarding the pain sensation; when she sits, it protrudes causing discomfort. The pt also reported tenderness at the site due to knocking it during daily activities. The pt was asked to follow up with any further issues after the reprogramming session, as needed.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.